Manufacturer narrative:
Implant date: only month and year valid. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via patient call that on an unknown date in (B)(6) 2018, the patient underwent a back surgery using rods and screws. Reportedly, it was her 6th surgery. On an unknown date, post-op, patient suffered with pain. Allegedly, the screw, implanted at s1, fractured at its mid-shaft. Hence, the patient had to undergo another surgery in (B)(6) 2019. According to the reported information, the patient is still suffering from pain.